Event description:
During the surgical procedure the arm from the storz tower (which holds the monitor) became dislodged and the monitor started to fall on the patient. The monitor was caught by the surgical tech and the patient was not harmed during the procedure. The equipment was removed from service and biomed was notified. It was determined that the plastic ring (in side the arm) had broken thus causing the monitor to fall. Biomed to notify storz of issue and to obtain repair parts. The manufacturer had addressed this particular problem in a 2006 recall (#z-0772-06), but this device was overlooked and failed to have the corrective action. Patient was discharged home without incident.